Event description:
A malfunction alarm with code malf 12 was reported, and a fault ID was available. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.